Event description:
A customer reported that their device's battery did not charge to 100%. There was no reported adverse impact to the customer's blood glucose level. Customer declined to troubleshoot with tandem technical support; therefore no additional information could be obtained.